Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient felt a pop and pain when using his inflatable penile prosthesis (ipp). The patient presented to the emergency room with an inflamed scrotum and necrotic scrotal tissue. A computerized tomography (CT) was performed and the physician decided to drain and remove the ipp, infection was confirmed. The edema was drained and irrigated; the infection was treated with antibiotics. A tactra penile prosthesis was implanted.